Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04901. It was reported that the patient's ipg was flipping and causing pain in the ipg pocket, which had become loose. As a result, surgery occurred to explant and replace the ipg, which addressed the issue. It is not known which ipg was replaced so both are being reported. The patient's leads were also observed to be anterior, as documented in manufacturer reference numbers: 3006705815-2019-04897, 3006705815-2019-04898, 3006705815-2019-04899, 3006705815-2019-04900.

Manufacturer narrative:
Additional information was received that this ipg was not involved in the reported event. Manufacturer report number 1627487-2019-13892 should not have been submitted.